Event description:
Additional information was received from a patient on 2017-jan-11. The patient also stated that they had parkinson¿s disease and wanted to know if their implantable neurostimulator (ins) could make the shaking from the parkinson¿s worse. It was noted that the patient started shaking more and their toe would tap on the side of their body that they had parkinson¿s on. The patient did not notice any difference when the therapy was on/off. The patient stated that if they put their foot flat on the floor rather than on their toe the shaking/taping pretty much stopped. It was noted that the shaking/toe taping increased in 2015. The patient stated that the first year with the device was fine and then it increased in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she leaked a little bit before she got to the bathroom. The stimulation was on and she had adjusted. It was indicated that she had been drinking more caffeine than usual. A gradually change in symptom was noted. She had a little leak since implant but experienced increasing in leakage in the last couple months (2016). She had not yet contacted her healthcare provider (hcp). Additional information was received from a patient on 2017-jan-11. It was reported that the patient experienced a loss or change of therapy. The patient stated that their symptoms were not being controlled and they have urinary incontinence including severe leakage in bed. It was noted that the patient had a pre-existing back problem and arthritis in their back but the patient noticed that they can barely stand for more than 5 minutes without the pain going across their lower back. The patient stated that they tried to turn the stimulation down and off but it did not seem to make a difference in the pain. However, when the stimulation was turned up the patient¿s back pain worsened and it shortened the amount of time that the patient could stand. The patient stated that their return of symptoms and back pain began in (B)(6)(B)(6) of 2016 after their dog yanked them over. The patient stated that they would follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated the patient has been having back problems and it they stand for any length of time it is unbearable. Due to their back issues the patient is having a procedure the day after the call for "a degenerative disc in the lumbar region with arthritis." The patient's back pain was on the left hand side and the patient was unsure if their back pain/problems were related to the ins or therapy. The caller then indicated that the patient has always had incontinence problems from the time they were a kid until now, but also has parkinson's and their incontinence has gotten worse. The caller indicated that the patient has problems where the patient does not wake up and wets the bed. The patient has been having incontinence at night. The caller was advised that the patient should follow-up with their healthcare provider (hcp) to discuss symptoms and concerns. The patient was unsure when their back pain started and reported that the worsening incontinence started "probably last october" and the evening incontinence started around the first of the year. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.